Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, the physician used a cook endoscopy fusion omni-tome sphincterotome. The user indicated the cutting wire seemed to disconnect from the distal end during use. The cutting wire of the sphincterotome reportedly caused further cutting, which resulted in more bleeding. A diluted mixture of adrenaline (i.e. Epinephrine) was used to manager the bleeding. A section of the device did not remain inside the pt's body. After this procedure the pt was reported to be "ok." No additional procedures were required due to this occurrence. Additional cutting and bleeding are the only adverse effects that were reported to have occurred.

Manufacturer narrative:
(B) (4). Eval: our laboratory eval of the product said to be involved could not confirm the report as it was described. The sphincterotome was subjected to a visual examination. The cutting wire remains intact and has not disconnected from any section of the sphincterotome device. All of the cutting wire is present; no section is missing from the device. The handle was manipulated to bow the sphincterotome and the product functioned as intended. The cutting wire responded appropriately to handle manipulation. A kink was observed in the catheter near the distal end of the sphincterotome device. This suggests the sphincterotome was bowed beyond 90 degrees, which is against the instructions for use. The sphincterotome was subjected to a conductivity test with an ohm meter. One lead of the ohm meter was placed in direct contact with the cutting wire located at the distal end of the sphincterotome and the other lead of the ohm meter was placed in direct contact with the electrical pin in the sphincterotome handle. This ohm meter test confirmed continuous conductivity because the buzzer and lighting of the ohm meter remained continuous. Therefore, the sphincterotome device passed the ohm meter test and will allow current supplied by the electrosurgical generator to flow through the sphincterotome device. A visual examination of the electrical pin inside the sphincterotome handle confirmed the component is appropriate and free of bends. The sphincterotome handle was connected to an active cord from our finished goods inventory and the active cord was connected to an electrosurgical generator. All devices for electrocautery (generator, active cord and sphincterotome in question) were securely connected without incident. The electrosurgical generator was used to successfully apply current through the sphincterotome. The sphincterotome cut and cauterized the sample as intended. A visual inspection of the cutting wire was performed. The cutting wire did not disconnect and a discrepancy or anomaly that could have caused the reported event of further cutting was not observed. When the sphincterotome is bowed during the application of cautery, the cutting wire retracts into the catheter slightly, causing the sphincterotome tip to curve into the area of the sphincterotomy. However, this is under direct control of the user when manipulating the handle. The bowing action and slight retraction of the cutting wire did not adversely affect how the cutting wire cut and cauterized the sample or create further cutting during our laboratory eval. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned product. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other reported occurrences of the cutting wire causing further cutting and resulting in bleeding. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: clinical personnel reviewed this info and indicated that in order to perform sphincterotomy, a sphincterotome cuts by use of the power provided by the electrosurgical unit (i.e. An application of cautery from the electrosurgical unit through the sphincterotome). The clinical personnel concluded that cutting and some bleeding at the sphincterotomy site are expected outcomes of sphincterotomy. The conditions in which the sphincterotome is used to safely create the desired cut are under the direct control of the user. The instructions for use direct the user to verify desired current application settings by following the electrosurgical unit MFR's instructions. Our laboratory eval results suggest the sphincterotome may have been bowed beyond 90 degrees because a kink was observed in the catheter near the distal end. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. Because bowing the sphincterotome involves curving the tip so that the cutting wire moves toward the area of sphincterotomy, bowing the sphincterotome beyond 90 degrees may be related to the reported observation of further cutting resulting in bleeding. Hemorrhage is listed in the instructions for use as a potential complication associated with endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds appropriately to handle manipulation and an ohm meter is used to verity electrical continuity between the cutting wire and electrical pin in the handle. Corrective action: no corrective action warranted at this time because this report could not be verified. The sphincterotome is within spec and functioned properly during our analysis. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.